Manufacturer narrative:
Ventilator unit esm board was replaced. Emergency restore was done. Software was reinstalled. Problem has been fixed.

Event description:
Hamilton medical ag received the following event description: alarm panel connection lost after switch on. Problem did not occur during ventilation.